Event description:
Procedure type: robotic lobectomy. According to the reporter: the ultra gun black handle lever was locked as the cartridge misfired. Surgeon tried to fire the device on bronchus but unable to fire fully as the handle was stuck. The jaws could be closed. The instrument could be fired. The stapler fired only part way. There was poor staple formation. The case was converted from laparoscopic to an open procedure. There was bleeding reported in excess of 500 cc which required a transfusion. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).